Manufacturer narrative:
Device evaluation summary: one tracheostomy suctionaid sample was received in used condition without the original packaging. Immediate visual inspection found no discrepancies or water spots in the sample. A leak test and inflation test was completed and the cuff maintained appropriately. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that a smiths medical portex blue line ultra suctionaid accumulated water within the cuff while in use. The issue was discovered during a tracheostomy (trach) tube change. No adverse patient effects were reported.